Manufacturer narrative:
The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient passed all vectors during screening at implant for this subcutaneous implantable cardioverter defibrillator (sicd) system. However, following implant all vectors failed automatic setup due to qrs to t-wave ratio. A boston scientific technical services (ts) consultant performed data review and identified that the qrs was much larger in the screening rhythm which allowed screening to pass. However, in the captured subcutaneous electrograms with the device implanted, the qrs to t-wave ratio was more like 1:1. Secondary 1x was picked by the device and programmer with automatic setup once override was selected. The consultant agreed that this sense vector was visually the best of the three vectors. Smart pass was enabled which should help prevent the chances of t-wave oversensing. Review of the x-rays identified it is possible the device and electrode are not in the exact same spot as surface patches were in screening. The device is angled away from ribs and not flush against the sternum. These findings may be leading to the difference in signals. The following day the device was re-interrogated, and the automatic screening tool failed all vectors again. Override was selected afterwards and the device kept sensing at secondary vector x 1 gain. The physician is aware, and routine follow ups will continue. The boston scientific field representative will recommend performing automatic setup at the next follow up visit. Additional information was received five months later that oversensing of myopotential noise resulted in the delivery of one inappropriate shock to this patient. It was identified that smart pass had been disabled due to low amplitude measurements and a true bradycardia. A boston scientific technical services consultant reviewed device data and discussed programming options for this patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that the system was subsequently reprogrammed to secondary vector 2x gain. Isometrics were performed and the noise was not reproduced. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient passed all vectors during screening at implant for this subcutaneous implantable cardioverter defibrillator (sicd) system. However, following implant all vectors failed automatic setup due to qrs to t-wave ratio. A boston scientific technical services (ts) consultant performed data review and identified that the qrs was much larger in the screening rhythm which allowed screening to pass. However, in the captured subcutaneous electrograms with the device implanted, the qrs to t-wave ratio was more like 1:1. Secondary 1x was picked by the device and programmer with automatic setup once override was selected. The consultant agreed that this sense vector was visually the best of the three vectors. Smart pass was enabled which should help prevent the chances of t-wave oversensing. Review of the x-rays identified it is possible the device and electrode are not in the exact same spot as surface patches were in screening. The device is angled away from ribs and not flush against the sternum. These findings may be leading to the difference in signals. The following day the device was re-interrogated, and the automatic screening tool failed all vectors again. Override was selected afterwards and the device kept sensing at secondary vector x 1 gain. The physician is aware, and routine follow ups will continue. The boston scientific field representative will recommend performing automatic setup at the next follow up visit. Additional information was received five months later that oversensing of myopotential noise resulted in the delivery of one inappropriate shock to this patient. It was identified that smart pass had been disabled due to low amplitude measurements and a true bradycardia. A boston scientific technical services consultant reviewed device data and discussed programming options for this patient. The system remains in service and no adverse patient effects were reported.